Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a system infection. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.